Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that, there was damage of iol. The lens left in the patient¿s eye. They began pulling company inserters to eliminate them as a potential cause. No further information expected as reporter unwilling to provide additional information.